Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.

Event description:
It was reported that insulin began leaking from the septum after the cartridge was filled with less than 150 units of insulin. There was no impact to customer's blood glucose level.